Manufacturer narrative:
Thrombus. Additional manufacturer narrative: the device was not returned to edwards and follow up attempts are in progress. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Without the return of the device, the clinical statements cannot be confirmed and the root cause remains indeterminable. Should the device is returned at a later date, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted thirteen (13) days, was explanted due to thrombus. On post-operative day #1, patient had delayed chest closure and required inotropy, vasopressors and inhaled pulmonary vasodilators. Patient was started on crrt for volume removal and acute kidney injury. She remained on inotropic support over the next week and developed a significant thrombocytopenia. On post-operative day #9, patient developed atrial fibrillation with rvr and progressive hypotension. She then cardiac arrested and was placed on va ECMO. The explanted device was replaced with a 21mm bioprosthetic valve on post-operative day #13. Patient had serial chest washouts, and there was concern for sepsis. Cultures remained negative. On post-operative day #30, patient became acutely hypoxic and hypotensive. Internal compressions were initiated and emergent bronch was performed. There was no return of spontaneous circulation. Patient then expired and the family declined autopsy.